Event description:
Additional information received from the healthcare provider reports it had been decided by her family and physician that there&#38112;going to be no further monitoring or follow-up on the device. Between the family and medical team nothing was going to be updated, upgraded or changed.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider reported a loss of therapy. Impedance measurements were not taken. The caller did not have 8840/patient acc ess. The patient was now resident of nursing home and caller was working on care plan for the patient concerning possible urinary catheter placement. The patient had consistent incontinence since coming to nursing home a year ago. Status of ins (implantable neurostimulator unknown. The caller was going to check with husband for pp (patient programmer) to try to check ins status. Pt had mentation decline as well. The caller didn't know if the patient was seeing dr. (B)(6) but patient tending to see her geriatric doctor, for most of her medical care. Caller will discuss with family about having system checked by a manufacturer's representative. Symptoms reported were: incontinence. Event date: 2015. The patient had incontinence since moving into nursing home a year ago. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.